Event description:
The customer reported that the system exhibited an uncommanded shut down. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hv cable was evaluated and reseated. The system was tested and found to be working as intended and returned to service.